Manufacturer narrative:
Philips service replaced the hard disk and performed a system reboot, advising monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent fluoroscopy failure occurred due to generator errors on an allura xper fd20. The clinical use of the system was in clinical use. There was no reported patient or user harm.